Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer reported communication issue between pump with transmitter, mobile application and meter. The customer reported blood glucose value was unknown at the time of event. The customer was hospitalized for the treatment. The event involved product(s) unk_transmitter, mmt-7040b, mmt-1884l. Troubleshooting was partially performed for the communication issue and it was unknown that the issue was resolved or not. Troubleshooting did not perform for the reported harm. It was unknown that the customer was using the pump for 48 hour before the reported event and unknown that the customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for unk_transmitter, mmt-7040b, mmt-1884l.

Manufacturer narrative:
Additional information has been received regarding new products addition and also product change which was not included in the initial report. So, the correct product material has been changed from unk_transmitter to mmt-7841zn as per new additional information and updated in sections b5 (updated the summary), d1/d2a/d2b (product code, brand & device name) and d4 (product model, catalog numbers) with this supplemental report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: it was reported to medtronic minimed that the customer experienced hyperglycemia. The customer reported communication issue between pump with transmitter, mobile application and meter. The customer reported blood glucose value was unknown at the time of event. The customer was hospitalized for the treatment. The event involved product(s) mmt-7841zn, mmt-7040b, mmt-1884l, mmt-6101, unomedical, mmt-332a. Troubleshooting was partially performed for the communication issue and it was unknown that the issue was resolved or not. Troubleshooting did not perform for the reported harm. It was unknown that the customer was using the pump for 48 hour before the reported event and unknown that the customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-7841zn, mmt-7040b, mmt-1884l, unomedical, mmt-332a. Product return is not applicable for non physical device mmt-6101.